Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose levels. The customer¿s blood glucose level above 400 mg/dl. . The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. They reported that they changed the cannula and it appeared the cannula was not inserted properly which lead to high blood glucose level. They declined to troubleshoot for high blood glucose level.